Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during an infusion set change. The customer's blood glucose reading was 400 mg/dl and then went down to 126 mg/dl. The customer could not recall any significant events leading to the alarm and indicated the alarms were resolved by a set change. The customer does not want to return the set for analysis and was advise to call if further troubleshooting is needed.